Event description:
It was reported that on (B)(6) 2022, a 23mm navitor valve was implanted in a transcatheter aortic valve implantation (tavi). On an unknown date in 2023, a permanent pacemaker was implanted. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of implant of a permanent pacemaker at an unknown time after implant of a navitor valve was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Abbott requested further information, which could not be provided. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.